Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Refer to field for the results of the explant evaluation. Operational context caused or contributed to event.

Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. Explant evaluation performed. Results pending completion of evaluation. Conclusion not yet available.

Event description:
On (B)(6) 2017, a gore® propaten® vascular graft with removable rings was used in a patient's arm in an arteriovenous application. On (B)(6) 2017, the graft was explanted due to seroma formation.